Event description:
It was reported that the user dropped the ilet and the connector on the device cracked, after which the user was unable to remove the infusion set supplies from the device until performing a fill-tubing-only action, which allowed removal without further assistance. Customer care provided assistance that included remote troubleshooting. Investigation of this case revealed a damaged connector consistent with mechanical impact and user confirmation that function was restored after guided steps. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included successful troubleshooting and education with restoration of normal use and no medical intervention. It was concluded that the event was attributable to physical damage from dropping the device rather than a manufacturing defect, and the device functioned as intended after the connector issue was addressed operationally.